Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use product leaked from a crack on the syringe when drawing up fluid for use. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: two 5ml luer lok syringes in opened blisterpacks were received for investigation confirmed from lot number #6212868, catalog # 309646. One syringe was returned with medication residue inside barrel and on plunger rod. Based on visual examination of the two returned samples, cracked barrel was observed on both samples; however, one syringe revealed a crack along the syringe barrel from graduation mark 2ml- 5ml. Product defect confirmed based on sample evaluation performed. DHR review for batch 6212868 (p/n 309646): manufacturing dates: 08/13/2016 to 08/14/2016. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6212868 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment investigation conclusion: based on the severity and occurrence a root cause is not necessary.